Event description:
Rptr received a staph infection at the hosp because the dermabond used to seal their incision was contaminated. Rptr had brain stem compression surgery. Two days after rptr was released from the hosp for the second time, the recall was received by the hosp. Rptr has a copy of the recall with lot numbers and days mfg listed. The hosp gave rptr the info and said that they did indeed have those lot numbers. Rptr operation was in 2001. Rptr came home 4 days later and was readmitted one week later with a fever of 104.5 and spent 5 more days in the hosp.